Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the implant depth of her ipg was superficial and causing discomfort. Surgical intervention was undertaken to increase the implant depth of the ipg. No devices were explanted, and none will be returned to the manufacturer. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.